Event description:
Patient with implanted defibrillator was brought to our facility in full cardiac arrest after receiving a new battery for said defibrillator the same day. The patient expired. The defibrillator was interrogated electronically by a representative of the manufacturer after the patient's death and the interrogation revealed that the defibrillator had delivered no shocks to the patient's heart.